Manufacturer narrative:
A steris account manager completed in-service training on wearing proper ppe when handling disinfectant solutions. No additional issues have been reported.

Manufacturer narrative:
UDI related data quality updates only - alignment with gudid information. No additional issues have been reported.

Event description:
The user facility reported that an employee's hand and arm were splashed by rapicide while operating their advantage plus endoscope reprocessing system resulting in a burn. The employee sought medical treatment and returned back to work. It is unknown if medical treatment was administered.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that the two sample ports that connect to the basins of the advantage plus endoscope reprocessing system had been swapped. The two sample ports are used to collect test samples of disinfectant from the basins. The left sample port connect to the left basin and the right sample port should connect to the right basin. Upon further investigation, the technician identified that the sample port lines were inadvertently swapped during the last service activity completed. At the end of the disinfectant soak portion of a cycle, the valve opens to allow disinfectant to flow to the sample port. Once the sample port has filled, the disinfectant will then overflow back into the basin it came from. As the sample port lines were swapped, this allowed rapicide disinfectant to flow into the incorrect basin in which the employee was loading an endoscope resulting in the reported event. The technician made the necessary adjustments, tested the unit, confirmed it to be operating according to specification, and returned the unit to service. The steris technician was counseled on the proper service activities, specifically ensuring that all sample ports are properly connected. In addition, the employee subject of the reported event should have been wearing proper ppe when handling endoscopes and disinfectant solutions. The advantage plus endoscope reprocessing system operator manual states, "always wear appropriate personal protective equipment (ppe) when handling endoscopes or disinfectant solutions. The detergent and disinfectant manufacturers may recommend additional protection". A steris account manager will offer in-service training on proper ppe when handling disinfectant solutions. A follow-up MDR will be submitted when additional information becomes available.